Event description:
It was reported the current pump setting on (B)(6) were different from the last change on (B)(6) 2014, including dose reservoir volume and eri. Per the reporter, no therapy problem. The pump was used to deliver clonidine, droperidol, and morphine. Additional information later reported the issue was that the report was showing a 4% increase but the dose did not increase at all. The estimated eri as also showing as ?? Months. It was reviewed that the increase from 2.4978 to 2.5991 is exactly 4%, but the reporter did not have a session data report showing this change. Per the reporter they indicated that the hcp didn¿t recall anything odd from that day and was unsure if they will be able to get additional session reports as this clinic had to delete them frequently from the programmer due to high volumes of patients. The reporter looked back at all the programmers the hcp¿s practice had and all the patient files had been cleared. Additional information later noted the reporter looked back at all the programmers the hcp¿s practice had and all the patient files had been cleared. The patient was also coming back for a refill the week of (B)(6).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).